Event description:
It was reported by a user facility that three patients sustained second degree burns to the face following laser hair removal treatment with a lumenis one laser.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to request patient information, treatment settings, sun exposure, and patient photographs. The patient treatment settings were provided by the facility; however, no patient photographs were available. An examination of the device found that the system performed to manufacturer's specifications. Additionally, the engineer found that the system presented an error code in the preset mode. The engineer concluded that the device operator selected manual settings to override the preset settings to continue treatment. A lumenis healthcare professional evaluated the provided treatment settings concluding the settings were appropriate based on common medical practice and device labeling.